Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophageal stenosis dilatation procedure performed on (B)(6) 2022. During the procedure, the balloon was bridged to the stenosis part; however, it was noted that the balloon ruptured while increasing pressure from 1atm to 4atm. Reportedly, the procedure was cancelled/rescheduled at this time. No patient complications were reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophageal stenosis dilatation procedure performed on (B)(6) 2022. During the procedure, the balloon was bridged to the stenosis part; however, it was noted that the balloon ruptured while increasing pressure from 1atm to 4atm. Reportedly, the procedure was cancelled/rescheduled at this time. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation results: a visual and microscopic examination of the returned complaint device found that the balloon was torn longitudinally. No damage found on the catheter of the device. Based on the available information, it is possible that factors encountered during the procedure, such as the interaction with any surface during the procedure could create friction on the balloon, caused the balloon to torn longitudinally, which was perceived as a burst during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.